Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error. Source: contact by phone.

Event description:
Caller (the mom of the user) stated their daughter thought the solution tube was eyedrop solution and put drops in her eyes. The caller said their daughter was sick in bed but did not note if this was due her not feeling well in general or this was due to any eye irritation. Caller wanted to know if there were harmful chemicals in the solution that are harmful to the eyes. Technical support assessment/troubleshooting: advised, as per the user instructions, there are chemicals stated to be harmful to the eyes and they should flush with water. Provided the web address for quickvueathome.com and noted that the user instructions are in the support downloadable resources section. Provided the poison control number listed in the user instructions: 800-222-1222.